Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis (fa) team. Errors c-00 were confirmed and replicated during testing. Review of error logs showed related error patterns, but the root cause could not be determined. The root cause was attributed to the generator failure.

Event description:
It was reported that prior to starting a da vinci-assisted endometriosis resection surgical procedure using an xi system after surgical ports placement, the customer called to report c-00 errors on the generator as the site was preparing to dock to the patient. The customer had already power-cycled with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to check the foot pedals in the vision side cart (vsc) drawer, perform a hard power cycle of the vsc, and power cycle the generator again, but c-00 errors persisted. The tse advised the customer to use third-party energy. The procedure was completed as planned with no report of patient injury.